Event description:
It was reported that the patient presented to the emergency room complaining of chest pain. Chest x-ray showed lead perforation. R-wave was low, there was no capture threshold and low impedance. The next day, the patient underwent a lead revision procedure. Under flouroscopy, the lead was clearly in the pericardium. An echo was used during the entire procedure and no intervention was required. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead tip stiffness test was normal and within product specification.